Event description:
The customer reported that during reprocessing, a cut was found in the ultrasound tip of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the pink rubber on the probe unit was peeling. This report is being submitted for the malfunction found by service during the device evaluation [probe rubber peeling].

Manufacturer narrative:
During inspection and testing of the returned device, service found the pink rubber peeling from the probe unit affected the ultrasound image. Further evaluation of the device found the biosy/instrument channel was leaking, due to tears in the channel. The ultrasound image was missing signals due to multiple broken elements. Switch #1 was cut, and a device label was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the pink rubber was peeling from the probe unit likely due to physical stress such as dropping and/or knocking. The following is included in the instructions for use (IFU): ¿inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.